Manufacturer narrative:
Hamilton medical ag reference number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: "during pre-op check, leak test & flow sensor test not passed" no patient involvement.

Manufacturer narrative:
It was reported the device failed the flow sensor calibration and leak test pre op checks due to a failing expiratory valve assembly. Repeated leak test and flow sensor failed pre op checks were evidenced from analysis of device logss there was no report of patient involvement; harm to patient, user or third party, nor a treatment in delay. No interruption of ventilation or medical intervention was reported. Local service engineer identified the expiratory valve as the defective component. Replacement of this part resolved the issue. The issue was corrected successfully, and no further problems have been reported, no additional investigation is deemed necessary at this time. Case is considered as closed.